Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The ceramic plus electrode are still attached to the rest of the probe through the inner lumen. The unit was dissected in order to confirm that the ceramic tip got disconnected from the outer lumen and since the tip is submerged in saline water during operation, water had not entered through the tip gap into the handle; no water ingression was observed. Probable root causes for the reported condition can be associated, but not limited to: assembly process and or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the suction probe disconnected from the product. This was not cause due to any impact or product fall.

Event description:
It was reported that the suction probe disconnected from the product. This was not cause due to any impact or product fall.